Manufacturer narrative:
(B)(4). Batch # x94x8n. A manufacturing record evaluation was performed for the finished el5ml with lot number x94x8n, and no non-conformances were identified. Additional information was requested and the following was obtained: did the damaged result in a loss of sterility? Not sure the sterility was loss or not. Any hole, tear, or puncture in the tyvek or blister that compromises sterility. Open or incomplete seal. I didn¿t see the hole, tear or puncture. However, the plastic was broken when or received the product. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when storage nurse received the product. She noticed that the el5ml package was broken. The plastic was bent.